Event description:
Report of explant of device received with device returned for analysis. Pt had experienced "symptoms of withdrawal." Follow up with hcp revealed that pt had experienced increase of muscle tone, headache, and anorexia. The pt had a low level of baclofen in the csf-0.08mcg/ml. Free flow from the catheter was absent and the catheter could not be aspirated. The pump was replaced and the pt is doing well with the new pump.